Manufacturer narrative:
(B)(4). Review of lot f1803901, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was handed off to the physician, green and black handles were separated then put back together. The physician had trouble inserting the vcd into the sheath so it was removed and a new vcd was used and closure was successful. The patient was not morbidly obese. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic heart catheterization procedure. The product was stored as instructed per labeling. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Excess force was not applied during insertion. No extra hold time was required and the patient's hospitalization was not extended. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) was handed off to the physician, and the green and black handles were separated then put back together. The physician had trouble inserting the vcd into the sheath so it was removed and a new vcd was used and closure was successful. The patient was not morbidly obese. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic heart catheterization procedure. The product was stored as instructed per labeling. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Excess force was not applied during insertion. No extra hold time was required and the patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with advancer tube deployed and covering the balloon proximal bond. The procedural sheath and sealant were not returned. The shuttle cartridge and the catheter were inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Leak testing was performed on the balloon of the received device using the returned syringe. The balloon was fully inflated and pressure was held and performed as intended. Review of lot f1803901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿shuttle displacement¿ could not be confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. It was reported that the physician had trouble inserting the vcd into the sheath, however, the procedural sheath was not returned for investigation. The event reported as ¿inability to advance in sheath¿ could not be confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the failure as reported. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.